Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation. A fracture was observed at the suture attachment of sample a. Sample a was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were microscopically examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. These were ductile fractures. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Sample b reported in mw 2210968-2019-81132.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was stated that the procedure was extended by 1 hour. Please explain the reason for the prolonged surgery and if it had to do with the needle breakage. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery?

Event description:
It was reported that a patient underwent an episiotomy on (B)(6) 2018 and suture was used. During the procedure, the needle got broken and stayed inside the tissue (it could not be find by palpation of tissues). A radiography was performed. After 20 minutes, a radio and new injection of epidural anesthesia, the suture and the broken needle have been removed. Delay of 1 hour. There were no adverse patient consequences reported. Additional information has been requested.